Manufacturer narrative:
Of the 59 allegations of a malfunction, 28 pumps were returned to animas and investigated. Of the investigated pumps, 27 were found to be malfunctioning due to damaged battery compartments. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 59 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-72 years of age and between 32 and 292 pounds. Of the reported patients, 25 were male and 34 were female.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of a battery life with damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 11 instances of battery life w/damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.